Event description:
There was an allegation of a discrepant high glucose result for 1 patient tested on an accu-chek inform ii meter. The meter result at 7:43 a.m. Was 553 mg/dl accompanied by a cr hi (above critical range) message. The patient was familiar to hospital staff and the high result was not believed to be correct. The patient was retested on the meter at 7:45 a.m. With a result of 97 mg/dl.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). Controls were performed on the meter and both levels were within the acceptable range. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.